Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was explanted because at the last two refill procedures, there was a great discrepancy between the calculated and the actual reservoir volume. The patient outcome was ok.